Event description:
A user facility reported that an insert pinhole was noted with the visera cysto-nephro videoscope. During a standard service inspection of the customer returned device, the blade was protruding from the ig serpentine. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the blade was protruding from the ig serpentine due to the blade of the ig serpentine being cut. The curvature angle was insufficient due to the elongation of the angle wire. In addition, wrinkle in the insertion part snake tube, insertion part snake tube crushed, poor forceps insertion in the forceps channel, and air leaks due to the coat falling off the insertion part snake tube were observed. Furthermore, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.